Event description:
Tubing split during bolus injection of contrast media. The pt was undergoing an unspecified computerized tomography (CT) scan procedure. It was reported that during the initial injection, the extension set tubing "split" above the pt connection. This resulted in a brief "treatment" interruption and the extension set "disconnected." There were no reported adverse pt effects. No medical interventions were required.